Event description:
Incident as reported: lap chole - "will not fire staples/clips. Several attempts were made per sheree plumb, operating room." "Small bile leak, delay in procedure has to retrieve another clip applier."

Manufacturer narrative:
Product anticipated to return f/u will be provided upon completion of investigation.